Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify and duplicate the reported issue vent inop (ventilator inoperable). The unit passed 96 hours of extended run in at customer settings with no abnormalities found. However found an f read error during event trace review. Unit was sent in for a 3yr/15k pm. Additional problem found unit failed initial final test at port to port leak test. As a resolution mainboard and non conforming exhalation module will have to be replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator alarmed vent inop (ventilator inoperable). As of this time there is no information about patient involvement associated with this reported event.